Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user unable to sign in. A technical support specialist logged into the es server and was initially unable to locate the provided user-ID. Attempts to contact the customer by phone received no response. It was later discovered on the es server that the customer had changed their user-ID. A follow-up call was made, and the customer confirmed that the issue was related to access permissions managed by internal, not a bd-related issue. Further attempts to confirm via phone and email received no response, so the case was closed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the user unable to sign in. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.